Manufacturer narrative:
Event date:=date of publication. Impact of aspirin and clopidogrel hyporesponsiveness in patients treated with drug-eluting stents. Http://dx.doi.org/10.1016/j.jcin .2017.05 .059. If information is provided in the future, a supplemental report will be issued.

Event description:
The journal was to assess the impact of aspirin and clopidogrel hyporesponsiveness in patients treated with drug-eluting stents. Medtronic zotarolimus eluting stents were among the drug eluting stents implanted. Clinical outcomes reported were stent thrombosis, myocardial infarction, bleeding and death 8,582 patients were enrolled between 2008 and 2010;